Manufacturer narrative:
Follow-up # 2 ¿ (07/10/2014). The lay user/patient¿s product(s) has been returned, and the test strips were evaluated by lifescan product analysis on 07/08/2014 with the following findings:the test strips failed testing. The test strips were found to have results above range when tested with control solution. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
On (B)(6) 2014, the reporter contacted lifescan USA, alleging inaccurate control solution results. This complaint is being reported because the reported results did not meet lifescan¿s accuracy/precision criteria and the alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event. Replacement products were sent to the patient.

Manufacturer narrative:
Follow-up # 1 (07/08/2014)-device evaluation: the control solution involved with this complaint has been returned on 06/12/2014 and evaluated by lifescan product analysis on 07/02/2014 with the following findings: the control solution passed testing as no failure was detected and and product was within specification. The test strips involved in the complaint have been returned on 06/12/2014 but have not yet been evaluted. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted.

Manufacturer narrative:
Additional tests were performed on the test strip vial and the desiccant to check the structural integrity and for possible moisture issue. The structural integrity of the test strip vial was found to be intact during a gross leak test. The desiccant within the subject vial was found to be saturated by moisture and failed tga testing. If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed.